Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 600 mg/dl. Customer had a lot of scar tissue in her body. The customer was reporting the leaks from three different boxes and she is reusing the reservoirs, this might be affecting on her blood glucose. Customer declined with troubleshooting for high blood glucose. It was unknown whether the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.